Event description:
It was reported, that the patient presented to the hospital. For a scheduled pulse generator changeout. Interrogation of the pulse generator, during patient in clinic visits revealed, the patient's right atrial lead had multiple noise over-sensing and under-pacing episodes. The physician elected to cap and replace the ra lead on (B)(6) 2024. The patient was in stable condition.